Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 273 mg/dl while using the ilet, with the device indicating no insulin units available; the agent guided the patient and a caregiver through changing the cartridge and filling the tubing to resume insulin delivery, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included restoration of insulin delivery and return of glucose to target without alerts, alarms, or hospitalization. Investigation included customer support troubleshooting and user education on cartridge replacement and tubing fill. Investigation of this case revealed that insulin delivery was interrupted due to an empty cartridge, which was resolved by replacing the cartridge and priming the tubing; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.